Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
The incident happened at the end of the treatment of a patient; the patient had left the room. The r-arm was extended and the therapist tried to retract it, but there was an interlock and the noise of a screw falling inside the cover was heard. The therapist called the physicist, who decided to rotate the gantry by 180 degrees to check if the screw could be recovered. When the gantry was at the vertical position, the r-arm started to rotate by itself until the cassette was stopped by the collimator. The connection head of the shoulder motor was out of its housing; and the pivot axis was able to rotate freely. When the varian field engineer came on site, he noticed that one of the two screws of the safety plate was missing, the second one was loose; on hex-head screw on the front face of the fork was missing, the other one was loose.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(6)(4). Evaluation; the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.